Event description:
It was reported that the patient experienced hypoglycemia with a blood glucose reading of 42 while on vacation, which was treated with gummies and juice; the blood glucose subsequently rose to a normal range, and it was noted that the ilet had been paused for approximately seven hours, with later readings around 154, while the medical device problem and device component were not established due to insufficient information. Symptoms included no specific clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and information was insufficient to identify a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.